Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse45a device was received for analysis with an ecr45w cartridge loaded on the device. The cartridge was partially fired 1/16 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure before the device was used on the patient the device would not close down on tissue; it would not lock onto tissue. The case was completed with another device of the same product code. There were no patient consequences reported. There was no patient involvement.